Event description:
A patient had a therapeutic dilatation of the rectum for treatment of carcinoma of the colon. In 2005 the patient had an ultraflex precision colonic metal stent placed. The ultraflex stent was noted to have migrated distally. The physician then utilized another device (bard memotherm stent) which was placed successfully to bridge the stricture of the malignancy. The patient was discharged the 5th day. The next day the patient was re-admitted to the hospital for perforation of the colon at the site of the carcinoma. The patient required a laparotomy to remove the entire colon and an ileostomy. It is reported that the colon perforated at the site where a stent had been placed. It is unknown which of the stents was positioned at the site of perforation. Attempts to obtain additional information have not been successful. The physician who placed the stents was not aware of any complications or the subsequent admission due to perforation.